Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made. The patient condition was stable before, during, and after the device interrogation and the patient will continue to be monitored.

Event description:
New information states that the discussed programming changes were made and the oversensing was resolved. Patient was in stable condition.

Event description:
New information states that during follow-up in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programming changes were discussed. No further information was provided.